Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an unknown procedure, the balloon was injected with 200ml saline and placed intrauterine. The balloon began leaking from the left side. The leakage did not cause a delay in the procedure as the doctor changed to a new balloon to continue the procedure. The patient is in good condition and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: to exercise caution when inserting the balloon into the uterus. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the provided information a definitive root cause cannot be established or reported at this time. If the complaint device becomes available for investigation the record will be updated at that time. It is possible that user technique contributed to this event; however, based on the provided information a definitive root cause cannot be established or reported at this time. The appropriated internal personnel have been notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during an unknown procedure, the balloon was injected with 200ml saline and placed intrauterine. The balloon began leaking from the left side. The leakage did not cause a delay in the procedure as the doctor changed to a new balloon to continue the procedure. The patient is in good condition and did not experience any adverse effects due to this occurrence.